Event description:
Customer reports a fiber leak at the onset of treatment on reuse number 6. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.